Event description:
Philips received a complaint on the efficia dfm100 indicating, that when monitoring with the ECG, "f failure" message appears. There was reportedly, no patient involvement. The fse evaluated the device on site. It was determined, this was a malfunction of the cable for ixr and ECG/resp cables. The customer replaced the defective cables resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290), and will be reported in the united states under device model # 861290.